Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalization on (B)(6) 2025, although the patient did not require admission to the ICU. The highest blood glucose level recorded during the incident was 182 mg/dl, and no injuries were caused. The customer attempted to manage the blood glucose issue by administering a bolus via the pump, and a system check confirmed the pump was functioning correctly. While in the hospital, the customer was treated with intravenous fluids of saline and glucose. The customer was released from the hospital on (B)(6) 2025 with the issue resolved and no permanent damage.